Event description:
It was reported that during ventricular-threshold testing of the right ventricular (rv) lead it took longer than usual for the device to restore permanent parameters and the patient became very symptomatic and started to "seize." Once telemetry was re-established the patient started feeling better. It was noted that the patient started to lose consciousness and was falling forward. It was also reported that during the test loss of capture was observed and the pen was lifted and this is when the patient became symptomatic and started to seize, which caused the programming head to fall away from the pacer. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator, implanted: (B)(6) 2012 ; 559445 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).